Event description:
During pci, cypher stent dislodged from balloon in proximal rca- successfully retrieved with a snare. No chest pain, no peri-procedural complications, taxus stent deployed successfully.